Event description:
Information received by medtronic indicated that the insulin pump malfunction with inside of the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the screen found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked lcd glass, missing segments/partial display, cracked lcd window, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the screen. Unit was received with missing segments/partial display due to cracked lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.